Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was seriously calcified and hard. A 16 x 2.50 promus elite drug-eluting stent was advanced but failed to cross the lesion on the first and second attempt. However, before the third attempt, the distal stent edge was found ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient was stable.